Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's daughter reported that the patient had a rash and laceration on her back under one of the therapy electrodes. The patient's skin was reportedly red and painful. The patient's physicians prescribed the patient creams to use on the irritation and a medicated body wash. The patient's daughter reported that the irritation had improved.